Manufacturer narrative:
(B)(4).

Event description:
The company representative reported the patient had developed an infection at the pocket site post-revision, resulting in removal of the full system in (B)(6) 2015. The patient had a new system implanted approximately two months later, and the issue was noted to be resolved at the time of the report. It was unknown what had led to the event or whether any diagnostics or troubleshooting had been done. If additional information is received, a follow-up report will be sent.